Event description:
The patient received her scs system, including two percutaneous leads (of the same lot), on (B)(6) 2011. During the implant procedure, a dural puncture occurred. The puncture was resolved with a blood patch. Postoperative, the patient reported a headache and weakness in her right ankle. As a result, the physician explanted the scs system later that same day. It is unknown if the epidural space was assessed preoperative. The explanted product was discarded by the facility. A post-operative MRI was performed; however, no abnormalities were found. Follow up on the patient found that she is still experiencing some weakness in her right ankle but overall is doing well.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.